Event description:
It was reported that the device broke during the procedure and potentially remains in the patient.

Manufacturer narrative:
Alleged failure: the drill bit is broken and the air meniscus system is reported to be defective. Replacements were available. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied on device. The product was returned for investigation and the failure mode will be monitored for future re-occurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device broke during the procedure and potentially remains in the patient.